Event description:
Customer reported an audio/vibrate issue. Customer also reported a pump error while they were hospitalized. The medical personnel said the pump should be replaced. Both hyperglycemic and hypoglycemic harms were used since customer did not specify which type of harm they had. Incident date was (B)(6) 2023. No symptoms were reported. It was unknown if the pump was used within 48 hours of the event. It was unknown if auto mode was used. Pump returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The pump also passed tone check and vibrate check during self test. No unexpected pump errors or pump alarms noted during testing. E/a alarm unspecified not confirmed. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date 02-oct-2023 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 02-oct-2023 in the pump history file. 10/02/2023 10:04:01.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 10/02/2023 00:00:00.000; dailytotalofallinsulindelivered: 0 (0 u); dailytotalofbasalinsulindelivered: 0 (0 u); dailytotalofbolusinsulindelivered: 0 (0 u). There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 02-oct-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 02-oct-2023 in the pump history file. 09/25/2023 04:25:57.000 alarmalertnotification (40); faultnumber: stuckkeyalarm (61); 09/25/2023 04:35:00.000 alarmalertnotification (40); faultnumber: stuckkeyalarm (61); 09/25/2023 14:50:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); 09/25/2023 20:53:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); 09/25/2023 21:03:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); 09/25/2023 23:01:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); 09/25/2023 23:11:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); 09/26/2023 10:08:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); 09/26/2023 10:27:00.000 alarmalertnotification (40); faultnumber: lostsensor2alert (781); 09/26/2023 18:30:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); 09/26/2023 18:46:00.000 alarmalertnotification (40); faultnumber: lostsensor2alert (781); 09/27/2023 00:07:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); 09/27/2023 12:07:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); 09/27/2023 12:27:00.000 alarmalertnotification (40); faultnumber: lostsensor2alert (781); 09/27/2023 19:27:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); 09/27/2023 19:37:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); 09/27/2023 23:07:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); 09/27/2023 23:17:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); 09/29/2023 11:19:56.000 batteryremoved (55); 09/29/2023 11:19:56.000 alarmalertnotification (40); faultnumber: batteryremoved (84); 09/29/2023 11:29:00.000 alarmalertnotification (40); faultnumber: batteryremoved (84); 09/29/2023 11:30:09.000 alarmalertnotification (40); faultnumber: tracecheckerror (68); 09/29/2023 11:30:09.000 alarmalertnotification (40); faultnumber: historypointersbadalarm (49); 09/29/2023 11:30:51.000 alarmalertnotification (40); faultnumber: historypointersbadalarm (49); 09/29/2023 11:31:33.000 alarmalertnotification (40); faultnumber: postresetramcrcalarm (23); 09/29/2023 11:33:24.000 alarmalertnotification (40); faultnumber: battoutlimit (6); 09/29/2023 11:33:32.000 alarmalertnotification (40); faultnumber: battoutlimit (6); 09/29/2023 17:02:36.000 batteryremoved (55); 09/29/2023 17:02:36.000 alarmalertnotification (40); faultnumber: batteryremoved (84); 09/29/2023 17:08:17.000 batteryinserted (44); 09/29/2023 18:05:56.000 batteryremoved (55); 09/29/2023 18:05:56.000 alarmalertnotification (40); faultnumber: batteryremoved (84); 09/29/2023 18:15:00.000 alarmalertnotification (40); faultnumber: batteryremoved (84); 09/29/2023 21:51:44.000 alarmalertnotification (40); faultnumber: battoutlimit (6); 10/02/2023 09:53:50.000 batteryremoved (55); 10/02/2023 09:53:50.000 alarmalertnotification (40); faultnumber: batteryremoved (84); 10/02/2023 10:03:00.000 alarmalertnotification (40); faultnumber: batteryremoved (84); 10/02/2023 10:04:05.000 alarmalertnotification (40); faultnumber: postresetramcrcalarm (23); 10/02/2023 10:04:18.000 alarmalertnotification (40); faultnumber: battoutlimit (6); 10/02/2023 10:04:26.000 alarmalertnotification (40); faultnumber: battoutlimit (6); all buttons functioned properly. No stuck button alarm/stuck key alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23, pump error 49, pump error 68 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Stuckkeyalarm (61) not confirmed. Lostsensor1alert (780) not confirmed. Pump error 68 not confirmed. Pump error 49 not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Audio/vibrate anomaly/absence of alarm not confirmed. E/a alarm unspecified not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The pump also passed tone check and vibrate check during self test. No unexpected pump errors or pump alarms noted during testing. E/a alarm unspecified not confirmed. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date 02-oct-2023 in the pump history file. Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 10:04:01.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 0 (0 u) dailytotalofbasalinsulindelivered: 0 (0 u) dailytotalofbolusinsulindelivered: 0 (0 u) there were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date (B)(6) 2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 04:25:57.000 alarmalertnotification (40) faultnumber: stuckkeyalarm (61) (B)(6) 2023 04:35:00.000 alarmalertnotification (40) faultnumber: stuckkeyalarm (61) (B)(6) 2023 14:50:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 20:53:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 21:03:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 23:01:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 23:11:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 10:08:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 10:27:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 18:30:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 18:46:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 00:07:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 202312:07:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 12:27:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 19:27:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 19:37:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023:07:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023:17:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 11:19:56.000 batteryremoved (55) (B)(6) 2023 11:19:56.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 11:29:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 11:30:09.000 alarmalertnotification (40) faultnumber: tracecheckerror (68) (B)(6) 2023 11:30:09.000 alarmalertnotification (40) faultnumber: historypointersbadalarm (49) (B)(6) 2023 11:30:51.000 alarmalertnotification (40) faultnumber: historypointersbadalarm (49) (B)(6) 202311:31:33.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2023 11:33:24.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 11:33:32.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 17:02:36.000 batteryremoved (55) (B)(6) 2023 17:02:36.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 17:08:17.000 batteryinserted (44) (B)(6) 202318:05:56.000 batteryremoved (55) (B)(6) 2023 18:05:56.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 202318:15:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 202321:51:44.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 202309:53:50.000 batteryremoved (55) (B)(6) 2023 09:53:50.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 10:03:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 10:04:05.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 202310:04:18.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 10:04:26.000 alarmalertnotification (40) faultnumber: battoutlimit (6) all buttons functioned properly. No stuck button alarm/stuck key alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23, pump error 49, pump error 68 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Stuckkeyalarm (61) not confirmed. Lostsensor1alert (780) not confirmed. Pump error 68 not confirmed. Pump error 49 not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Audio/vibrate anomaly/absence of alarm not confirmed. E/a alarm unspecified not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an audio/vibrate anomaly. It was also stated that the serious pump error occurred while the customer was hospitalized. Troubleshooting was partially performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the device. The insulin pump will be returned for analysis.